Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 272 mg/dl. Reportedly, the customer was instructed to wipe vent holes on the pump and wait 2 hours for the alarm to stop. Cts was unable to obtain further information regarding conclusion of this event.